Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during a device check the autopulse platform ((B)(4)) displayed a user advisory 8 (motor controller fault detected) error message. There was no patient involved during this event. No additional information was provided.

Manufacturer narrative:
The device was evaluated and serviced at the UK service center. The reported event was confirmed. The archive data showed the user alert (ua) 8 (motor controller fault detected). During functional testing the ua8 alert was not displayed, but a ua7 (discrepancy between load 1 and load 2, too large) was observed. Physical damage was observed on the front and back covers and load plate cover was seen damaged. The physical damage observed was not related to the reported event. The motor controller board was found to be defective and was replaced to clear the ua7 and ua8 alerts. After repairs were completed, the autopulse platform passed functionality testing and a series of compression simulation testing. Service center.